Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler broke and it was not possible to trigger load. It was stated that the "shoulder strap" broke off. Another device was used. There was no patient injury.